Event description:
It was reported the ventricular lead had perforated the heart. The lead was removed and replaced by the physician which attempted to maintain access with a needle. It was stuck into the insulation and the guide catheter was reintroduced which caused cuts into the lead insulation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.